Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl). Correction boluses and insulin injections were used to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider. The customer declined further follow-up regarding this event.